Event description:
The clinicians were performing the therapeutic placement a pasv PICC in a male pt (age unk), when the dilator tip of the mg introducer was noted to be frayed. The complaintant reported that no portion of the frayed dilator remained in the pt. The clinician obtained a replacement introducer and the procedure was successfully completed. No sequellae was identified by the complainant as a result of the reported problem.